Event description:
It was reported there was a touch screen failure. The programmer was returned for repair. This programmer is for internal use only, so there was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the device displayed an error, as a result the xy display circuit board was replaced. It was also noted that the systems fan was noisy.